Manufacturer narrative:
According to the instructions for use (IFU), cardiovascular complications, including perforation or dissection of vessels which may require intervention, are potential adverse events associated with the transfemoral transcatheter aortic valve replacement procedure. The commander delivery system was returned to edwards lifesciences for evaluation. Upon visual inspection, it was observed that the inflation balloon was separated from the delivery system. The inflation balloon, guidewire shaft, and spring were separated. Upon disassemble, two kinks were observed on the balloon shaft distal to the metal stop sleeve. There was a severe kink and tear in the flex shaft observed, but was considered a result of shipping. No other visual abnormalities were observed. The device was able to be locked and rotation of the fine adjust knob resulted in appropriate movement of the balloon shaft, indicating functionality of the device handle. However, it was impossible to replicate the complaint conditions due to the missing balloon and inability to test with a crimped valve. The handle was disassembled and no visual abnormalities were observed. No manufacturing non-conformances could be identified. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. The complaint for fine adjustment difficulty was unable to be confirmed. However, the root cause was determined to be due to either the balloon shaft being locked at the incorrect position (such that the collet engages on the blue nylon portion rather than the steel stop sleeve) or the surface condition of the metal sleeve component on the balloon shaft was not optimal for the collet to grip properly. The complaint for delivery system withdrawal difficulty was confirmed based on the condition of the returned device (separated distal section). Based on available information and the presence of vessel material around the retrieved thv, it is likely that the difficulty was due to the thv strut(s) becoming caught on the vessel or at the distal tip of the sheath. The withdrawal angle and/or tortuous patient anatomy can influence the angle of the thv relative to the vessel walls/sheath tip during retrieval and cause interference, resulting in the withdrawal difficulty and dissection of the artery. The complaint was confirmed, but no manufacturing non-conformities were found in the returned sample. Available information supports that procedural factors likely contributed to the reported event. Additionally, vessel tortuosity may have an effect on valve alignment. Since no labeling or IFU inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our affiliates in (B)(6), during a transfemoral tavr procedure, alignment of a sapien 3 valve was not possible. During removal of the delivery system, valve and sheath, the valve got stuck in the iliac artery. The vascular surgeon removed the valve and, due to the damage of the vessel, the patient received a femoral/iliac prosthesis. The physician decided not to implant a new valve at that time. At the time of the report the patient was stable.